Manufacturer narrative:
(B)(4). The service engineer replaced the analog interface printed circuit board (pcb), breath delivery central processing unit (cpu) and compressor pcb, graphic user interface cpu and power supply assy. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during maintenance the 840 ventilator was inoperable. A burnt smelled was noticed coming from the ventilator. There was no patient involvement.

Manufacturer narrative:
Product analysis: a power supply, analog interface (ai) printed circuit board (pcb), a backup power supply (bps) pcb, a graphic user interface (gui) pcb, a battery pack assembly, compressor pcb, breath delivery (bd) pcb and inspiratory pcb were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed and found that multiple electronic components were thermally or electrically damaged on this ai pcb and compressor pcb due to a power surge. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the root cause was isolated to a power surge; however the source could not be determined. No fault was found on the bps pcb. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien reference number: (B)(4). Corrected repair description to capture all replaced parts: "the service engineer replaced the analog interface printed circuit board (pcb), breath delivery central processing unit (cpu) and compressor pcb, graphic user interface cpu and power supply assy. The se performed extended selftesting on the device and all tests passed." To "the service engineer replaced the analog interface (ai) printed circuit board (pcb), breath delivery (bd) pcb, compressor pcb, backup power source (bps) pcb, graphic user interface (gui) pcb, power supply assembly, inspiratory module pcb, and bps battery pack. The se performed extended self-testing on the device and all tests passed." Replaced evaluation result code.

Event description:
The service engineer replaced the analog interface (ai) printed circuit board (pcb), breath delivery (bd) pcb, compressor pcb, backup power source (bps) pcb, graphic user interface (gui) pcb, power supply assembly, inspiratory module pcb, and bps battery pack. The se performed extended self-testing on the device and all tests passed.